Event description:
It was reported that a perforation and subsequent pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment of the first closure device, a perforation occurred and a large pericardial effusion developed. Reduced blood pressure was noted. Protamine was administered and pericardiocentesis was performed and then the device was fully recaptured as it was too distal. The patient was stabilized so the procedure continued and a second 30mm device was deployed and successfully implanted. As blood was still being drawn off it was decided to send the patient for surgery. A median sternotomy was performed to repair the perforation. Surgery was successful and the apex of the laa was closed. The device remained implanted. The patient was transferred out of ICU the following day. The patient is stable and doing well, but remained hospitalized.